Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due as the tubing was too long for the patient anatomy. The surgery was performed to shorten the tubing. The device was not explanted, just shortened the tubing and reconnected it using suture ties. The patient outcome was not reported.